Event description:
A nurse reported that, during intraocular lens (iol) implant procedure, a small piece of something (could be from the cartridge) got to the eye. The surgeon had to remove the piece from eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.10. The used company cartridge was not returned. Eight unopened and two opened 10-count company cartons were returned for company cartridge. The two opened carton contain 24 unopened company cartridges for a total of ninety-four returned unopened samples. One sample was randomly pulled from each returned carton. The samples were numbered 1-10 for evaluation purposes. The ten returned unused company cartridges were evaluated. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All ten company cartridges were functionally tested per the directions for use (dfu). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Ten of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The root cause for the reported issue could not be determined. Company opened an investigation as part of the continuous improvement process, actions will be taken as deemed necessary. The final risk for product was considered low. The product met specification. The manufacturer internal reference number is: (B)(4).